Event description:
It was reported that a spectrum pump had an unspecified error. This occurred in medicine 1 during power up. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, "unspecified error" was reproduced as a system error 345 (thermistor disparity). A review of the event history log revealed multiple "system error 345 - thermistor disparity" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the downstream thermistor. The force sensor requires to replace to address the issues. Should additional relevant information become available, a supplemental report will be submitted.